Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set's tubing came off from the infusion site and this issue occurred with one infusion set. Therefore, his blood glucose level was between 120-150 mg/dl at the time of the event. Moreover, the patient did notice damage to the infusion sets when the package was first opened while he was doing fill tubing, the tubing came off from the site. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.